Manufacturer narrative:
Corrected model #.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that 50,914 joules, 7:07 minutes while using the surgical fiber during a prostate procedure, it was observed that the fiber wasn't firing correctly and an "excessive fiber life" message was received; cleaning the fiber tip did not clear the message. The fiber was replaced and the procedure completed using a second surgical fiber with 46,258 joules used; 5:17 minutes of use. There was no patient injury reported.